Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. The customer experienced an elevated blood glucose level of 503 mg/dl. Customer addressed bg by administrating a correction bolus via pump. Customer reloaded the cartridge to resolve the issue.